Event description:
Pt treatment started at 10:51 am. At 10:56 am, pt complained of being hot and nauseated. Then became unresponsive. Hypotensive episode with blood pressure dropping from 195/82 to 104/44. Heart rate went from 60 to 56 beat per minute. Treatment stopped. Administered 2000 ml's of normal saline. Pt regained responsiveness being alert and oriented. Blood pressure 223/78 and heart rate 102. Pt transported to the emergency department via ambulance. Pt admitted to the hospital for observation. On (B)(6) 2014, the physician called the facility and ordered the pt to be started on a baxter dialyzer. He suspects a reaction to the dialyzer.